Event description:
It was reported, during an implant procedure, the helix of this lead extended without difficulty. However, it was not possible to retract the helix for repositioning. Consequently, this lead was withdrawn. The lead was examined after withdrawal, and the physician noted there was no myocardial tissue in the helix that could have prevented the helix from retracting. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4): the full lead was returned and analyzed. Blood was present on the helix mechanism. Electrical testing to determine continuity of the conductor(s) passed. Visual inspection noted no anomalous conditions in shape or structure. Mechanical inspection revealed that the helix electrode would consistently extend within four turns and retract within five turns. Helix, fully extended, measured .080 inches within specification. Primary analysis findings: no anomalies found, lead functionally normal.